Event description:
The recipient is reportedly experiencing electrode migration. Repositioning surgery occurred on (B)(6) 2017.

Manufacturer narrative:
(B)(4). Advanced bionics considers the investigation into this reportable event as closed. The recipient has reportedly resumed use of the device. The recipient remains implanted. This is the final report.